Event description:
Litigation alleges the patient suffers from pain. It was noted during revision surgery that there was "loosening of the hip" but a specific part was not given, therefore we are reporting the head and liner only for metal on metal. Update (B)(6) 2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a possible loose cup, but neither confirmed it as being loose or fixed. The patient had a poly/metal bearing and since the patient alleged pain, all implants are being reported as they cannot be excluded as the cause of pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes bk2f51, bl6c84, bc7f91, bt8ch1, and za7ga1. A search of the complaint database search finds one additional reported incident against lot code 2061288 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).